Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to inspect the analyzer. Upon review of the instrument's logs, it was noted that the discrepant results correlated to values read in cuvette number 56. The fsr replaced the cuvette, which appeared to have been accidentally damaged. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports that one patient sample generated an initial clin chem magnesium assay result of 6.8 mg/dl on an architect c4000 analyzer. The sample retested at 2.0 mg/dl. The customer uses a normal reference range of 1.6 to 2.6 mg/dl. No suspect results were reported from the lab with no patient impact.